Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the computer for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for evaluation. Testing found that the power and data cables were returned disconnected, resulting in the reported issue. Once re-connected, functionality was restored. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. After powering on the system, the screen displayed "no bootup device found". There was no patient present when this issue was identified. No additional information was provided.